Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer advised enduser was being removed from chair with a hoyer lift and chair got a way due to brakes not holding but no injury. At another time, enduser was being put in bath and chair got away again but with no injury.